Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 116010d0 - universal table top, ipc, EU, washable which was used with 115002c0 - or-table column, mobile during the middle of a hip surgery. As it was stated, the leg plates could not be lowered to allow the socket of the prosthesis to be properly positioned. The surgery was continued on the affected device. The issue led to a delay of the surgery. To date there was no information about any negative outcomes for the patient. The affected getinge device has been evaluated by the company¿s service technician. As a result of the performed check a malfunction of the getinge operating table system was identified. The problem was related to the fact that used table top from 1160 model range was not compatible with operating table column from 1150 model range and it resulted in the situation that various functions could not be controlled. The situation was solved by a replacement of the table top¿s control unit. After the repair the device was tested and released to usage. We decided to report the issue based on the potential for serious injury if the situation, namely a delay in surgery resulting in prolonged anesthesia time, was to reoccur. The subject matter experts (smes) performed an internal investigation for this error pattern. For one of the 1160 table tops r&d department noticed that the wrong resistance was built in. Thus, the brightness of the ir-leds was wrong. It has been assessed that the incompatibility of 1160 table tops used with 115002 columns was caused by the deficiency of diodes selector device used by the supplier for the manufacturing of control units. The selector displayed incorrect data. As the result, the range of the diodes was too wide and thus the failure of communication diodes on the 1160 table top¿s control unit occurred. The faulty selector devices have been repaired by maquet gmbh r&d department. Based on all available information it has been assessed that the root cause for this issue is manufacturing supplier assembly problem. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the table top was found, it was considered that the getinge device was not up to the specification. The issue investigated herein, delay of the procedure resulting in the prolonged anesthesia time due to a lack of compatibility between 1160 table top and 1150 column, is considered a single and isolated case. Per our complaint handling processes we will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 09/01/2022. Corrected h4 device manufacture date: 08/23/2022.

Event description:
On 23rd february 2023 getinge became aware of an issue with one of our table tops ¿ 116010d0 - universal table top, ipc, EU, washable which was used with 115002c0 - or-table column, mobile during the middle of a hip surgery. As it was stated, the leg plates could not be lowered to allow the socket of the prosthesis to be properly positioned. The surgery was continued on the affected device. The issue led to a delay of the surgery. To date there was no information about any negative outcomes for the patient. We decided to report the issue based on the potential for serious injury if the situation, namely a delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our table tops ¿ 116010d0 - universal table top, ipc, EU, washable which was used with 115002c0 - or-table column, mobil during hip surgery. As it was stated, the leg plates could not be lowered to allow the socket of the prosthesis to be properly positioned. The surgery was continued on the affected device. The issue led to a delay. Additional details regarding the procedure and the patient's outcome were requested, however, to date no information was received. We decided to report the issue based on the potential for serious injury if the situation, namely a delay in surgery resulting in prolonged anesthesia time, was to reoccur.